Event description:
During a vascular procedure, the surgeon was implanting a gortex stretch graft. The graft kept fraying and had to be removed and replaced with a second stretch graft, prolonging the procedure. The pt tolerated the procedure without complications.